Event description:
It was reported that, "dr trialed the 52mm trial cup; during positioning the cup, the handle broke lose from the trial. The same thing occurred for the 54mm cup."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report. This is the same pt/event as MFR # 2249697-2009-00613.